Event description:
Date incident occured: (B)(6) 2023 date incident discovered: 12/20/2023. Investigation completed: 1/3/2023 received a call from hospice nurse that patient has not returned any calls to confirm scheduled visit for this date, instructed nurse to proceed with scheduled visit and do a wellness check. Per nurse, upon arrival he noted there was a note that patient missed a delivery, and it appears that no one is home, per (B)(6) it is unusual since patient usually returns calls and is usually home. Instructed nurse to notify apartment manager and police station to do wellness check. Attempted to call local hospitals as well to check if patient is in the ER or admitted. Per nurse he was able to call (B)(6) hospital and confirm that patient was admitted there since (B)(6) 2023. Spoke with rn case manager, and confirmed he was admitted due to burns/inhalation injury, patient is currently resting and is alert and oriented x4. Idg notified and medical director, notified investigation of the incident initiated. Patient was then discharged from hospice services effective (B)(6) 2023 due to hospitalization. I was able to speak with patient via phone on 12/21/2023 to ask what happened. Per patient he was at home in the living room when the incident occurred, he had his oxygen on at 4l/min and tried to light a cigarette with his oxygen on, his face and the oxygen concentrator was on fire, he was able to unplug the oxygen during the incident and called 911, he immediately noticed his face was burned and upon arrival of paramedics he agreed to be sent to arrowhead regional hospital. Unable to inspect patient`s oxygen equipment due patient being hospitalized. Asked patient if there is any family member or friends he would like me to call/ notify patient stated, no, or if he needs assistance with anything else, provided patient and rn (B)(6) hospice number incase patient needs further assistance. Patient was seen on (B)(6) 2023 to complete investigation at patient's apartment, unable to inspect oxygen concentrator as it was already picked up by equipment company, patient stated he no longer wishes to use oxygen again due to the incident. Asked patient to clarify what happened during the incident, patient stated it happened in the morning and he was using his oxygen at 4l/min he was not sure why he light up his lighter as he has never done it before while using oxygen, patient stated, "I don't know why I did that, I must have forgot the next thing I know the inside of my nose was burning". Patient proceeded to show his nares upon observation noted with green dry crust around his nares, no visible signs of injury noted to the rest of the face. Asked patient if he would like to return to hospice services, patient stated not at this as he would like to be able to go back to the hospital to seek treatment for the burns inside his nose, he would like to take care of his nose first will let hospice know if he would like to come back on services.